Event description:
Patient reported than on 3 occasions over the previous month, the infusion set tubing separated at the luer lock connection. He indicated that he addressed the issue by changing the infusion set tubing. Patient did not report any physiological effects associated with this issue. He stated the infusion set was in use for one day at the time of the incidents. Patient discarded the product, therefore it will not be returned for evaluation. The patient was advised if this issue were to recur to retain the product for evaluation.